Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb assembly was evaluated and replaced and the system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.